Event description:
On (B)(6) 2011, the pt reported she was hospitalized this morning due to elevated blood glucose of 484 mg/dl and she was diagnosed with diabetic ketoacidosis. She stated the hospital was able to lower her blood glucose to 300 mg/dl but she still does not fell well. Type of treatment received at the hospital was not provided. The pt declined to troubleshoot. She stated she lost the power adapter to her bolus calculator device. She stated the reason for elevated blood glucose is because she has not been able to calculate boluses. A request for training was submitted. No products were requested to be returned for evaluation.